Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the wake button was intermittently sticking. Customer¿s blood glucose was 130 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.